Event description:
During device evaluation on a colleague infusion pump a failure code 807:05 occurred during delivery causing an interruption of delivery. There was no patient involvement, injury, or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of fc 807:05. (B)(4)

Manufacturer narrative:
The reported condition of failure code 807:05 was confirmed but not duplicated due to a faulty pump head module channel b. The channel b pump head module was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4)

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility representative reported a colleague infusion pump with failure code 807:05. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. Baxter's review of the device event history determined the reported condition interrupted delivery. The user interface module master software version is 5.04.00, which is classified as unremediated. No additional information is available at this time.